Event description:
It was reported that the customer was in the emergency room due to ketones and high blood glucose of 319 mg/dl, and he was treated with the insulin pump. It was stated that the customer was experiencing nausea, headache, and diarrhea. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a no delivery alarm. Assisted the mother to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula, and it was not bent or occluded. Reminded the caller to change the infusion set and reservoir every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.